Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the left anterior descending artery (lad). The physician had selected a 2.5x16mm taxus express2 drug eluting stent but was unable to cross the lesion. The device was "pulled back" and stent damage was noticed. The procedure was completed with another 2.5x16mm taxus express2 des. Multiple attempts to request add'l information have been made, but no information has been received.